Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recurrent lower extremity deep vein thrombosis (dvt) despite anticoagulation. The indication for the filter placement was reported to be as prophylaxis prior to planned total knee arthroplasty. The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately seven years and four months after the filter implantation, the patient became aware that the filter had tilted. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a (implant date);.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of recurrent deep venous thrombosis (dvt) in the lower extremity with failure of anticoagulation to resolve the dvt. Placement of the inferior vena cava (ivc) filter was advised as the patient was to undergo a total knee arthroplasty. The right groin was prepped and draped in a sterile fashion. Seldinger technique was used to access the inferior vena cava. An inferior vena cavogram was performed showing no congenital anomalies and no thrombi were identified. The renal veins appeared to enter around the l1 level. The ivc filter was deployed at the l2-l3 level. The patient tolerated the procedure well with no noted complications. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, becoming aware of this event approximately seven years and four months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of recurrent deep venous thrombosis (dvt) in the lower extremity with failure of anticoagulation to resolve the dvt. Placement of the inferior vena cava (ivc) filter was advised as the patient was to undergo a total knee arthroplasty. The right groin was prepped and draped in a sterile fashion. Seldinger technique was used to access the inferior vena cava. An inferior vena cavogram was performed showing no congenital anomalies and no thrombi were identified. The renal veins appeared to enter around the l1 level. The ivc filter was deployed at the l2-l3 level. The patient tolerated the procedure well with no noted complications.